Manufacturer narrative:
Investigation: the investigation was carried out visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the inner tube. Here we found a bent tube. Furthermore we detected a lost pin and a deformed tip. We made a visual inspection of the insulated outer tube. Here we discovered a deformation, scratches, grooves, and visible damge. We made a visual inspection of the adapter and found visible damage. On the jaw parts we discovered shiny tooth tips and unknown impurities. Furthermore we discovered a deformed jaw part. Conclusion and root cause: the root cause of the problem is most probalby usage related. Rationale: according to the quality standard, a material defect or production error can be excluded. Investigations lead to the assumption that the bent tube, deformed tip, deformation of the insulated outer tube, scratches, grooves, visible damages, shiny tooth tips, deformed jaw parts, and quirks were caused by an improper handling by an overload situation. Due to the deformed tip, the welding joint have been cracked and the pin was lost. Due to this condition we assume that the working end was unable to close. The handle corresponds to the specification, no failure was found and therefore it is not cause for the complaint. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: ongoing. If additional information is received a follow up report will be submitted.

Event description:
It was reported intraoperatively a jaw was broken and a pin was missing. During a surgical procedure it was reported the jaws of the dorsey grasping forceps were unable to close. The surgeon attempted to pull the open jaws of the device out from trocar and was unsuccessful and attempted to close the open jaw using another instrument. However, the jaw broke in pieces when pulling it out from trocar and fell inside patient. An x-ray was performed to confirm fragments inside patient 3 times during the surgical procedure, but it was not confirmed. Therefore, the procedure was completed. After surgery, the removed fragments were checked and it was confirmed a pin for the hinge was missing. Additional information was requested regarding patient outcome and any additional medical intervention required. Concomitant used: insulated outer tube 3.5/3.5mm 290mm; handle with ratchet for 3.5mm instr.